Event description:
It was reported that a loud noise was heard from the device, followed by smoke from the rear part. There was no patient involvement.

Manufacturer narrative:
B5 describe event or problem: correction. E1 initial reporter: correction. G1 manufacturing site: correction. G2 report source: correction. As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The console was not booting properly. The fse identified that the fan was malfunctioning, therefore it was replaced. After the replacement, performance checks were performed. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported clinical observation was confirmed as replacing the fan resolved the issue. It is likely that the identified damaged fan could have affected the device performance leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, a loud noise was heard from the device, followed by smoke from the rear part. The procedure was completed without patient complications.